Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the caller reported the permanent implant was not working as well as the trial and the patient did not get therapeutic effect. The caller also reported they felt stim when they placed the patient programmer (pp) over the implantable neurostimulator (ins), and when they remove the pp they lose the feeling of stim. A couple of weeks ago the patient went to the healthcare provider (hcp) and they did not see anything wrong with the device. The hcp put in a new set of programs. The patient had already tried 10-12 different programs and they increased each program as far as they could go and waited for two weeks on each. The patient asked if the manufacturer representative (rep) could check the battery. The patient was to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.